Event description:
It was reported that a malfunction occurred with the pump under warranty, which could not be reset. There was no reported impact to the customer¿s blood glucose level. Technical support initiated the replacement of the pump, confirmed the customer¿s shipping address, and instructed the customer to return the problematic pump using a pre-paid label and return box. Customer declined to share information about backup insulin therapy during the replacement process.